Event description:
An ophthalmic surgeon reported experiencing resistance when inserting and pulling out the cutter from the trocar during a procedure. The case was completed by replacing the probe. There was no harm to the pt.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).